Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a burned fuse. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional test were performed. The burned fuse was identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.